Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of the device failing self-test for defib was observed but not duplicated. The device was put through extensive testing without duplicating the malfunction. The device's processor/bridge/pace board was replaced as a precaution. The reported malfunction of the device failing self-test for sync was observed in the device history log, but not duplicated with the device. The device was put through extensive testing without duplicating the malfunction. The device's processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and sync. Complainant indicated that there was no patient involvement in the reported malfunction.